Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer¿s device and was unable to duplicate the reported issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not charge for defibrillation during a patient event. The customer advised that the device was able to charge and shock properly on the second attempt. The customer advised that there were no adverse effects to the patient as a result of the reported issue. Physio-control has attempted to obtain additional information and was advised by the customer that no further details about the patient or the event are available.